Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a four stent graft deployment procedure in the brachial artery to treat a tortuous and calcified lesion in the hypogastric artery via the left arm access, the vascular stent graft allegedly failed to deploy from the delivery system, and the handle allegedly broke. Therefore, a second device was used to continue the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: as part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Based on the available information and as no sample was returned the complaint was closed with inconclusive results. A definite root cause for the reported issue could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." (B)(4).

Event description:
It was reported that during a four stent graft deployment procedure in the brachial artery to treat a tortuous and calcified lesion in the hypogastric artery via the left arm access, the vascular stent graft allegedly failed to deploy from the delivery system, and the handle allegedly broke. Therefore, a second device was used to continue the procedure. There was no reported patient injury.